Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device was required to achieve optimal outcome. An adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. A component whose function is to facilitate the insertion of a particular device. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device was discarded at facility. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of a thoracic aneurysm using gore® dryseal flex introducer sheath. It was reported there was a resistance when inserting the 22fr sheath into the patient. After stentgraft implantation, access angiography showed a possible dissection near the bifurcation of the right internal/external iliac arteries. As a treatment, bare metal stent (epic) was implanted and the procedure was completed. Reportedly that the access vessel was narrow.